Event description:
The pt reported the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in his right eye (od) in 2008. The pt has reported he is considering lasik surgery to correct right eye due to icl prescription is "off". The icl remains implanted. Additional info has been requested but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.